Event description:
Per the clinic, the patient experienced a partial dislodgement of the internal magnet subsequent to an MRI. The magnet was manipulated back into place on (B)(6), 2011, without the need for surgery.

Manufacturer narrative:
(B)(4). Implanted device remains.